Event description:
Dr. Zhang was performing a revision on the patient. The competitive hardware from l2-s1 was removed. The competitive s1 screws were broken off in the patient and dr. (B)(6) was not able to retrieve them. He then instrumented the patient from l1-ilium (skipping s1 where broken screws prevented screw placement) with depuy synthes spine expedium 5.5 rod poly screws. When dr. (B)(6) was placing the right iliac 9.0 x 100mm screw (1797-12-999 ¿ unknown lot#) the screwdriver tip stripped out as he finished placing the screw. There were no fragments in the patient. The screw ended up being fully seated. Dr. (B)(6) was using medtronic navigation and as a result used an undersized medtronic 7.5mm tap in the right iliac hole prior to screw placement. Dr. (B)(6) successfully completed the procedure without any complications or harm to the patient.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
One (1) expedium quick-connect single innie polyaxial screwdriver was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. Device was then sent for fracture analysis. The fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record (DHR) was conducted. No issues were identified in the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis for the expedium quick-connect si polyaxial screwdriver was conducted. Trending was completed and no immediate product action is required. An internal data review has been opened to review design control documentation and similar failures will be monitored as a part of post market surveillance activities. The root cause of driver tip becoming broken cannot positively be determined. However, the fracture analysis report suggests the driver underwent a quasi-static torsional shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No issues have been identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trends requiring immediate action have been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.